Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. The complaint addressing the difficulty can be affected by numerous factors including, but not limited to, vessel anatomy and lesion morphology. Furthermore, no damages were reported as being noted during the device inspection prior to use. From the limited incident information and since the device was not returned for investigation, the event appears to be related to operational context in which the device was utilized.

Event description:
Device malfunction: difficulty advancing rc, difficult epd retrieval. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, during attempted retrieval of the emboshield filter, the recovery catheter was unable to advance due to it being inhibited by the proximal edge of the stent. It was reported that a competitor's angled tip retrieval sheath was used to advance past the stent and successfully retrieve the filter. There were no reported patient effects. Although requested, there is no additional information available.